Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C76457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia and lumbar radiculitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), baclofen, bupropion hydrochloride (wellbutrin), clonazepam (klonopin), dexamfetamine sulfate (dexedrine), duloxetine hydrochloride (cymbalta), gabapentin, lorazepam (ativan), naltrexone, olanzapine (zyprexa), oxycodone, pregabalin (lyrica), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("fatigue") and arthralgia ("right hip pain"). In (B)(6) 2015, the patient experienced pelvic congestion ("pelvic congestion syndrome") and may-thurner syndrome ("other injury(ies) or complication please describe: may thurner's syndrome (bilateral} andopioid addition from 12ain medications") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraine/migraines / headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced depression ("psychological injury /psychological or psychiatric problems condition: depression and anxiety") and anxiety ("psychological injury /psychological or psychiatric problems condition: depression and anxiety"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced drug dependence ("other injury(ies) or complication please describe: may thurner's syndrome (bilateral} andopioid addition from 12ain medications"). On an unknown date, the patient experienced abdominal pain (" abdominal pain") and pain in extremity ("right leg pain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pain in extremity and arthralgia was resolving and the dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginal haemorrhage, pelvic congestion, urinary tract disorder, bladder disorder, fatigue, alopecia, migraine, weight increased, mood swings, depression, anxiety, drug dependence and may-thurner syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, drug dependence, dysmenorrhoea, dyspareunia, fatigue, may-thurner syndrome, menorrhagia, migraine, mood swings, pain in extremity, pelvic congestion, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and psychological injury . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) conducted: (unspecified) result-bilateral occlusion. Concerning the injuries reported in this case, the following were described in patient¿s medical records : back pain, pelvic pain, right leg pain, dysmenorrhea and dyspareunia lot number:c76457 manufacturing date:2014/07 expiration date:2017/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C76457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia and lumbar radiculitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), baclofen, bupropion hydrochloride (wellbutrin), clonazepam (klonopin), dexamfetamine sulfate (dexedrine), duloxetine hydrochloride (cymbalta), gabapentin, lorazepam (ativan), naltrexone, olanzapine (zyprexa), oxycodone, pregabalin (lyrica), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("fatigue") and arthralgia ("right hip pain"). In (B)(6) 2015, the patient experienced pelvic congestion ("pelvic congestion syndrome") and may-thurner syndrome ("other injury(ies) or complication please describe: may thurner's syndrome (bilateral} andopioid addition from 12ain medications") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraine/migraines / headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced depression ("psychological injury /psychological or psychiatric problems condition: depression and anxiety") and anxiety ("psychological injury /psychological or psychiatric problems condition: depression and anxiety"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced drug dependence ("other injury(ies) or complication please describe: may thurner's syndrome (bilateral} andopioid addition from 12ain medications"). On an unknown date, the patient experienced abdominal pain (" abdominal pain") and pain in extremity ("right leg pain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pain in extremity and arthralgia was resolving and the dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginal hemorrhage, pelvic congestion, urinary tract disorder, bladder disorder, fatigue, alopecia, migraine, weight increased, mood swings, depression, anxiety, drug dependence and may-thurner syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, drug dependence, dysmenorrhoea, dyspareunia, fatigue, may-thurner syndrome, menorrhagia, migraine, mood swings, pain in extremity, pelvic congestion, pelvic pain, urinary tract disorder, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and psychological injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) conducted: (unspecified) result-bilateral occlusion. Concerning the injuries reported in this case, the following were described in patient¿s medical records : back pain, pelvic pain, right leg pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs and mr received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal), pelvic congestion syndrome, addiction to drugs, hormonal changes describe: mood swings, bladder or urinary problems or changes, may thurner's syndrome, back pain, right leg pain right hip pain. Aka name added, reporter added, lot number added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (' pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain (" abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, fatigue, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and psychological injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted: (unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), psychological injury, fatigue, hair loss, migraine and weight gain. Reporter information, product indication and removal date updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.